Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the right atrial (ra) channel. The caller had a question regarding the high out of range impedance. Technical services (ts) answered the question and provided potential causes of the out of range measurements. The device was explanted and replaced. No additional adverse patient effects were reported.